Manufacturer narrative:
A field service engineer reported the navigation ring was unresponsive during an inspection. A front bezel was transferred to the customer for repair, but it is unknown if this resolved the alleged malfunction. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Although the navigation ring has not been returned, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
The customer reported that the navigation ring unresponsive. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.